Manufacturer narrative:
B3: the exact event date is unknown. Related component of device system: model number / catalog number: 720185-01. Batch / lot number: 813947004. Model / catalog description: reservoir flat iz 100 ml. Product analysis summary: product analysis was unable to confirm the reported allegations related to a hole, tears and degraded in cylinder. The ams700 ipp cylinders were visually inspected. The proximal cylinder body of cylinder 1 was identified to be cut off in half attributed to sharp instrument damage. Cylinder 2 has a leak in proximal cylinder body that was result of sharp instrument damage; large broken fabric treads with large hole in the outer tube were identified. These damages are consistent with explant damage. Due to these damages being consistent with explant they will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump krt was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at a fold; hole was present. The reservoir has wear at fold in the reservoir shell. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Product analysis confirmed device malfunction with the returned reservoir. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 724430 and it respective related component tcf 813947 was completed, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a reservoir malfunction with the returned reservoir.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was malfunctioning since 2017. All components were removed and replaced on (B)(6) 2020. Cylinders had hole and tears. There were no patient complications in relation to this event.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was malfunctioning since 2017. All components were removed and replaced on (B)(6) 2020. Cylinders had hole and tears. There were no patient complications in relation to this event.